Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in france that during an unspecified surgical procedure, it was observed that after the implementation of the needle anchor, the needles separated when the surgeon removed the white handle. The surgeon used another anchor to complete the procedure with a closure with another technique. There was an unspecified delay in the surgical procedure. It was reported that the nature of the procedure was that there was a severe twist of the collateral ligament (ulnar), metacarpophalangeal (the thumb of the right hand). There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Awareness date reported on follow up 2 report as november 05, 2018 but should have been december 07, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated with npd. The device was returned with the hook unattached. This complaint is confirmed. No suture was returned with the device. The mini anchor was inspected, and no anomalies were found. Npd confirmed the device looks to be good condition. Visual inspection of the hook revealed the distal end looked to be pinched. The reported failure stated after implantation when attempts to remove the white handle the needles separated. Npd proposed that when the white handle was moved there could've been suture tangled with the white cover, there's a possibility that the user tried to remove the white cover and somehow the tangled suture pulled on the needles which eventually could've broken off the suture, releasing the needle. This failure could be attributed to user technique, however a specific root cause could not be determined. A non-conformance search was performed for this part#: 212035 lot#: l621176 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Pending investigation. UDI:(B)(4).